Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose level was 49 to 90 (mg/dl). Juice was consumed to address bg level. The customer stated the low bg level was not related to the pump or pump supplies however, a suspected cause was not provided. Reportedly, the customer had ran out of continuous glucose monitor sensors (cgm) and was unable to monitor bg level while sleeping.

Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low blood glucose event and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). User completed cartridge change sequence with a 29.4638 unit fill tubing process on (B)(6) 2017. Basal rate was set to .6 u/hr for the majority of the day. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Basal rate settings may need to be adjusted to compensate for activities throughout the day. There is no evidence that the insulin pump experienced a malfunction or failure.